Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure to implant a 26 mm sapien 3 ultra resilia valve, during deployment, the valve embolized aortic due perceived stored tension in the system. It was noted that the valve movement occurred during inflation. The valve was brought back into the descending aorta. The valve was post dilated with a 29mm delivery system to secure the valve. A second 26mm s3ur was deployed without complication. The patient was in stable condition following the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the previously reported event. Additional information from the field clinical specialist clarified that the valve did not move on the balloon during deployment. During positioning of the valve in the heavily calcified aortic annulus, the physician was turning fine adjustment wheel, but it was not responding to the movements. The valve was believed to have been locked into the heavy leaflet calcification prior to deployment. When balloon inflation started, the valve got unstuck from the calcium, releasing the stored tension. This caused the whole system to move together to the aorta, with the valve then embolizing to the ascending aorta. The inflation was symmetrical (dog-bone), and the valve did not move on the balloon. The valve was approximately 40% expanded when it embolized. The additional information does not reasonably suggest that the sapien 3 ultra resilia or commander delivery system malfunctioned or that the misuse of the device caused or contributed to the valve embolization. There is no evidence of product problems/malfunction, labeling deficiency, off label or use error leading to product problems, negative patient outcome, or patient injury related to a device malfunction. In this case, as there was no device malfunction involved, the previously reported event (valve embolization) falls within the scope of summary reporting exemption e2016006.